Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that there was variable pacing impedance on this right ventricular (rv) lead, as well as episodes of noise and oversensing. High thresholds were also noted. The physician adjusted the programming in the patient's implantable cardioverter defibrillator (ICD) until the patient's next planned surgical revision. Subsequently, this rv lead was explanted. It was suspected that the lead had fractured. The associated pulse generator was also explanted during the procedure as part of a therapy upgrade. No additional adverse patient effects were reported.